Manufacturer narrative:
B4: 10-may-2024. Claim:(B)(4).

Manufacturer narrative:
Weight:unk,ethinicity: unk, race:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Manufacturer narrative: a review of the device labeling was completed. Iritis and intraocular infection are identified in the labeling as known adverse events from icl implantation and are established risks associated with use of the device. The directions for use adequately provides instructions for icl implantation, which includes precautions, warnings and associated risks and adverse events. Dfu statements include: there may be a need for other types of secondary surgical intervention to treat some adverse events. There may be a loss of best spectacle corrected visual acuity. As with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to iritis and intraocular infection. Dfu caution states: staar surgical evo/evo+icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning, refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Information about concomitant products used including ovd and delivery system were not provided. On day 1 (os only) developed a "severe tass like reaction". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.